Event description:
The customer reported obtaining low patient results for alkaline phosphatase (alp), alanine aminotransferase (alt), carbon dioxide (co2), calcium arsenazo (cala), total bilirubin (tbil) sodium (na), potassium (k) and chloride (cl) on their au680 clinical chemistry analyzer. The sample was repeated on a different au analyzer with normal results. The low results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au680 clinical chemistry analyzer and found a defective degasser, an out-of-alignment of sample transfer probe to the sample aspiration position, an out-of-alignment of reagent probe to the wash station, and bubbles in the r1 and r2 reagent. The fse replaced the degasser, aligned the sample and reagent probes, and flushed the analyzer to resolve these issues. After completion, the fse performed calibration and quality control with acceptable results. The fse verified the analyzer returned to normal operation. Section a2, a3, a4, and a5: information not provided by customer. Beckman coulter internal identifier is (B)(4).